Event description:
It was reported that an error occurred on the external pulse generator (epg) while calibrating the ventricular (v) output on the high side with a netech unit. It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).